Event description:
The customer reported that the battery goes out of place when the device is moved.

Manufacturer narrative:
(B)(4). The customer reported that the battery goes out of place when the device is moved. The device was evaluated by a philips field service engineer. The symptom was verified. The battery eject assembly was replaced to resolve the issue.